Manufacturer narrative:
The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. The guidewire was returned wrapped around itself; the torque device was returned on the guidewire. Visual and microscopic inspection revealed the guidewire was returned in two fragments. Under magnification it was observed that the guidewire was separated at approximately 189.7cm from its proximal end. The core wire was also separated at approximately 190.0cm from its proximal end. Approximately 0.3cm of the core wire was protruding out of the nitinol (proximal side) section and the polytetrafluoroethylene (ptfe) coating was peeled off on 33.0cm proximal length from the proximal end. The coating was scraped on the guidewire and the torque device was on the guidewire where the ptfe was scraped off. The ptfe coating appeared to be scraped off of the guidewire with the torque device collet; it appeared that the torque device had been dragged down the guidewire ptfe. The device directions for use (dfu) specifically cautions that insecure tightening of the torque device can lead to ptfe peeling. As such, an assignable cause of use error was assigned. Scanning electron microscopy (sem) was performed to further characterize the fracture and analysis of the images showed dimpling on the cross section of the corewire and nitinol fracture site, indicating torsion overload. From the condition of the nitinol fracture site and core wire it appears to be separated due to excessive torque. Per the device dfu; ¿always advance or withdraw the guidewire slowly and carefully. Never advance, auger, withdraw, or torque a guidewire which meets resistance. Before a guidewire is advanced or withdrawn, verify tip movement under fluoroscopy to prevent the possibility of vessel perforation or guidewire damage.¿ based on the information currently available, the cause for the reported guidewire break cannot be determined.

Event description:
It was reported that during the procedure, the guidewire broke at the distal end when it was in the microcatheter.  There was part of the guidewire jacket connected to the wire; therefore, the physician was able to remove it from the patient's body without the aid of other devices and confirmed nothing was left behind. There was no patient clinical consequences reported due to this event.

Event description:
It was reported that during the procedure, the guidewire broke at the distal end when it was in the microcatheter.  There was part of the guidewire jacket connected to the wire; therefore, the physician was able to remove it from the patient's body without the aid of other devices and confirmed nothing was left behind. There was no patient clinical consequences reported due to this event.